Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Insulin pump passed the displacement test. Unable to perform the prime or compromised force sensor system alarm test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, missing end cap sticker and stained address or serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that compromised force sensor system alarm on the pump. The insulin pump will not be returned for analysis.